Event description:
Information received indicates the brake does not work.

Manufacturer narrative:
The technician found the brake cam was broken. The technician replaced the brake cam to repair the bed.